Event description:
It was reported that the patient was hospitalized for unrelated reasons. Upon testing of the device, the patient was unable to feel the patient notifier. Subsequent attempts at testing yielded no discernible response from the unit. The physician elected to explant and replace the device due to the patient being non-compliant with follow ups.

Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. X-ray inspection identified a fractured component in the patient notifier. The cause of the field event was due to a defective patient notifier component.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.